Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine clinic follow-up, there were approximately three episodes recorded that exhibited noise on the atrial lead. The episodes were falsely recorded as ams episodes. There were no programming changes made and the lead will continue to be monitored. The patient is stable.